Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Device log review showed ECG with low r waves and tall wide t waves, causing t waves to be counted as beats and rate to appear above vt threshold. Rhythm also appeared as vf due to peak variability. Powerheart g5 AED operated as designed within technology limitations. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.